Event description:
It was reported that the remote transmission indicated that the atrial electrogram exhibited non-physiologic intervals, resulting in inappropriate mode switching. It was suspected that it may have been caused by electromagnetic interference. Further testing will be performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 43810 competitor implantable pacing lead - (B)(6) 1999. (B)(4).